Event description:
It was reported that the customer received a no delivery alarm when attempting to rewind the insulin pump. The customer stated that she was in the middle of the filling stage. The customer received another no delivery alarm afterwards. The customer's blood glucose was 115 mg/dl. The customer stated that the issue did not result in a serious injury or hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.